Event description:
It was reported the patient was experiencing intermittent stimulation and shocking following device replacement. The device was implanted in november. Impedance readings were performed and were low, out of range. Additional information has been requested but was not available on the date of this report.